Manufacturer narrative:
A company service representative examined the system and verified the reported complaint. The IV pole was replaced. The system was then tested and met all product specifications. The replaced IV pole has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported receiving a system message and the IV pole would not move. A manual IV pole was used to complete the case without injury.